Event description:
It was reported that customer experiencing low blood glucose. The customer's blood glucose at the time of incident was found to be 50mg/dl. Customer's blood glucose at the time of call was 50mg/dl. The symptoms for low blood glucose were none. The customer was using the insulin pump within 48 hours of the reported high blood glucose event. The customer was not using auto mode at the time of incident. Troubleshooting for low blood glucose was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at (0.0872) inches. Unit failed to pass the sleep current test due to high current. No over delivery anomalies noted during testing. Unit successfully downloaded to thus. Carelink was successfully downloaded, however, event date had no data. The attached carelink files are from (B)(6) 2020. Unable to verify number of units of normal bolus that was delivered on 12/06/2021 due to event date not having data. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, overlay scratched, pillowing keypad overlay, cracked belt clip rails, keypad overlay texture damage. The p-cap/reservoir does lock properly. Charge less than expected & battery lasts less than expected is confirmed and isolated to pcb 2. Unable to confirmed low bgs. Over delivering is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.